Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported their implant slipped out of pocket again and pt did not recall or provide an event date for the first time their implant slipped and for the current implant issue. Pt stated they were seeing their hcp tomorrow for an appointment. Pt also noted they were experiencing pain and they did not know if it was in conjunction with their upper neurostimulator. Pt stated they were not getting full coverage and they were getting "circle points" in their neck every 2 weeks (ps did not understand what pt mentioned). Pt stated their left hand and left arm were numb and their neurostimulator never covered their arms (ps understood this as the pt's therapy never covered their arms. Pt noted during the call that they could only feel the right side of their neck. Pt noted their implant was sitting on top of their hips so they needed to see their hcp. Pt noted it was getting bigger and bigger on their hip and more and more s ore for them to be able to charge. The patient was redirected to their healthcare provider to further address the issue. See case # n/a for the report of pt noted the date for the first time their implant slipped should be in their records and ps was unable to locate related cases. Pt also noted the paddle was replaced because it slipped down between their shoulders and they had to pull it back in and ps was unable to locate related cases as well. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported that this is the 2nd tie the battery has slipped or come out of the pocket, it is sitting on top of the hip. Surgery being scheduled by end of month this makes it the 4th surgery, with this stimulator in 1 year time. Patient stated "beyond disgusted".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that there was battery discomfort and pain. He ins was revised by pushing the ins more inferior. The revision occurred on (B)(6) 2022. The issue was resolved.